Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum1: root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Addendum 2: h11: this supplemental emdr is submitted to correct the product catalog no, UDI no, date of explant. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2) on (B)(6) 2002. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2002- patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1) and bard mesh pre-shaped using keyhole (device 2). Per op notes, ¿the hernia sac was identified in left inguinal region and was dissected. A bard flat mesh (device 1) was inserted into internal ring and was sutured. Then a bard mesh pre-shaped using keyhole (device 2) was placed in the floor of the inguinal triangle and secured medially to the medial of pubic tubercle with sutures¿. (B)(6) 2006- patient was diagnosed with recurrent left direct inguinal hernia, pain, thereby underwent open repair with explant of bard mesh pre-shaped using keyhole (device 2), implant of perfix plug (device 3). Per op notes, ¿a left ilioinguinal nerve block was performed. The old bard mesh pre-shaped using keyhole (device 2) was removed and a direct hernia was identified and was repaired by placing a perfix plug (device 3) and sutured to the surrounding tissue. The mesh was placed on the floor of the inguinal canal and sutured¿.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2) on (B)(6) 2002. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2002- patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1) and bard mesh pre-shaped using keyhole (device 2). Per op notes, ¿the hernia sac was identified in left inguinal region and was dissectd. A bard flat mesh (device 1) was inserted into internal ring and was sutured. Then a bard mesh pre-shaped using keyhole (device 2) was placed in the floor of the inguinal triangle and secured medially to the medial of pubic tubercle with sutures¿. (B)(6) 2006- patient was diagnosed with recurrent left direct inguinal hernia, pain, thereby underwent open repair with explant of bard mesh pre-shaped using keyhole (device 2), implant of perfix plug (device 3). Per op notes, ¿a left ilioinguinal nerve block was performed. The old bard mesh pre-shaped using keyhole (device 2) was removed and a direct hernia was identified and was repaired by placing a perfix plug (device 3) and sutured to the surrounding tissue. The mesh was placed on the floor of the inguinal canal and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 ( corporate lot.), d6b, g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol flat mesh (device 1). An additional supplemental emdr was submitted to represent the bard/davol pre-shaped mesh using keyhole (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2) on (B)(6) 2002. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.